Event description:
It was reported that pump displayed malfunction code 9 with associated fault ID but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump using provided reset information, confirmed malfunction code did not recur after reset, advised customer to continue using pump, and instructed caller to contact support again if malfunction code appeared in future, which caller acknowledged and understood.